Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient having a tuberosity fracture and the surgeon revising the glenosphere and humeral insert for stability.